Event description:
It was reported during a new catheter implant that the 'anchor had bunched up'. It was indicated that the anchor was never deployed so a new anchor with dispensing tool was used. There were no patient symptoms reported. The outcome of the patient was not provided. The drug delivered via pump was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product type accessory product ID 8780, serial# unknown, (B)(4).